Event description:
It was reported by the patient's parent the omnipod 5 controller delivered multiple uncommanded insulin boluses while the controller was charging for the past two weeks.

Manufacturer narrative:
In the case description, the user mentioned receiving boluses for 100g and 144g carbohydrates entries uncommanded every night for the past two weeks. Inspection of the android log files downloaded from the returned controller found the engineering log files from the date of occurrence to be overwritten. Inspection of the available log files found no evidence of uncommanded boluses. Inspection of the logs found that all carb values that were entered into the bolus calculator were registered as occurring one digit at a time as expected. The logs show interaction with the controller in order to get to the bolus calculator screen, provide all of the bolus calculator inputs, then to confirm and start the bolus delivery for each bolus in the available logs. Without engineering log files from the date of occurrence, it could not be determined how many grams of carbs went into each bolus seen during this two week period in the audit logs and whether or not these carb values were entered by the user, no evidence of interaction could be found for these reported boluses in the available logs and the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.